Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a company rep that a vns pt got an infection around the generator which spread up to the electrodes site. Pt was treated with antibiotics but the infection persisted and became severe. An intervention was done on the 21st of july to clear the pus and clean the infection site. The generator was then removed from its pocket and the electrodes were then tunneled to the right chest area where a new pocket was made and the generator was then placed in this new pocket. The generator was previously treated with betadine and the pt was put on antibiotics. Add'l info was received from the area rep indicating the infection was found two weeks prior to the surgical revision. The surgeon believes the infection was in part caused by surgery and in part caused by the pt manipulating the wound. Furthermore, the pt's mother indicated the pt manipulated the wound; hence the cause of the infection. It is unk if cultures were taken to confirm the infection. At the moment, there are no surgical interventions being planned as the surgeon is hoping antibiotics might clear the infection otherwise he will have to remove the device.